Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.